Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple occurrence of motor error alarm. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and complete the rewind the insulin pump. The stated that the motor error alarm recurred during fill cannula process. The customer performed the prime process and received a no delivery alert. The customer was unable to view the alarm history as the motor error alarm kept on recurring. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the device will return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.